Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 400+ mg/dl. The current blood glucose level of customer was 333 mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that the auto mode feature was active at the time of incident. It was unknown that customer had experienced symptom related with high blood glucose level. Customer stated that insulin pump had cosmetic damage. The insulin pump will not be returned for analysis. Frn-unk-rsvr , unomed set, ozp-mmt-7020-snsr.